Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus(B)(4) sent the subject device to a third party laboratory for microbiological testing and the testing indicated no microorganisms growth for the subject device. The exact cause could not be determined at present. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during three times of surveillance culturing test at the user facility, the subject device tested positive for the following some kinds of bacteria. - the subject device tested positive for staphylococcus spp. And micrococcus luteus (total of microbial colony count 2 cfu/ 100 ml) on (B)(6) 2017. - the subject device tested positive for staphylococcus caprae (1 cfu/ 100 ml) on (B)(6), 2017. - the subject device tested positive for micrococcus luteus (2 cfu/ 100 ml) on (B)(6)2017. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacturing history of the subject device and confirmed no irregularity. Also, it was confirmed that this device was manufactured on october 5th, 2009.